Event description:
It was reported that the micro oscillating saw overheated during testing at the user facility. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the link, bearings and spacers were corroded and that the rotor bearings were worn. The presence of widespread corrosion and the presence of worn bearings is likely to cause or contribute to the handpiece heating up.